Event description:
It was reported that the patient had the artificial urinary sphincter, that was originally implanted approximately 14 years ago, removed due to recurring incontinence from atrophy. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient outcome following the surgery was reported as fully recovered.